Event description:
.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 was analyzed and the complaint was not confirmed by failure analysis. The sureform 60 blue reload was returned with a sureform 60 stapler bearing the batch l85231020-0433. The reload was received deployed. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Manufacturer narrative:
A sureform 60 green reload was received and evaluated by failure analysis; it was found to have deformed, lodged staples in the knife groove. The reload knife was indented. Stapler logs for the reported event date showed the sureform 60 stapler was installed on the system 9 times and fired 9 reloads. On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors.

Event description:
A sureform 60 green reload (part number 48360g-09) was received with no associated allegation.